Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that the patient feels "thumping" in chest during active magnetic resonance imaging scan and it stops when active scanning stops. The device is programmed to scan mode and patient has an intrinsic rhythm. It was also reported, the patient is having signs and symptoms of pacemaker syndrome during follow up and "does not like [ventricular] pacing". The device remains in use. No patient complications have been reported as a result of this event.